Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/21/2021. H.6. Investigation: samples were provided. This investigation is performed with these samples and reviewing DHR of the lots affected by this complaint, 2010077, and 2011007. Four syringes were provided with three lot numbers, devices cannot be identified with its lot number as they were sent together. Therefore, the four samples are evaluated. For this complaint, a picture was also provided. Upon visual inspection of the samples, in the four of them it can be seen leakage of a white substance past the stopper. In the picture provided by customer it can be confirmed there is leakage past the stopper. Moreover, no damage or molding defect can be observed in the syringes that could have cause leakage. The plunger is correctly assembled to the plunger in all the samples. DHR of lot 2010077 has been reviewed not finding any annotation or deviation regarding the alleged defect. Leak test is carried out with the four samples. All tested samples met specifications. Leak was observed in photo. Since no manufacturing defect can be observed in visual inspection of the retained samples evaluated and they meet standards for leak test, the root cause of the alleged defect cannot be determined.

Event description:
It was reported that 1 bd plastipak¿ concentric luer lock syringe from lot 2011007, and 1 syringe from lot 2010077 leaked when pulling up liquid. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from dutch to english: "syringe leaks when pulling up liquid. These syringes have been used to draw up propofol."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2011007. Medical device expiration date: 2025-10-31. Device manufacture date: 2020-10-30. Medical device lot #: 2010077. Medical device expiration date: 2025-09-30. Device manufacture date: 2020-10-19. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd plastipak¿ concentric luer lock syringe from lot 2011007, and 1 syringe from lot 2010077 leaked when pulling up liquid. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from dutch to english: "syringe leaks when pulling up liquid. These syringes have been used to draw up propofol."